Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a black foreign material in the air/water nozzle - however, the foreign material in the nozzle was unable to be further specified. The cause of the remaining foreign material could not be presumed from the obtained information. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instruction manual cf-ez1500dl/I operation manual chapter 3 preparation and inspection of the forceps elevator mechanism shows how to detect the event. Instruction manual cf-ez1500dl/I reprocessing manual 5.3 precleaning the endoscope and accessories 5.5 manually cleaning the endoscope and accessories shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. Evaluation found that water tightness was lost due to deformation of switch #3, the bending angle in the down direction did not meet the standard value due to damage on the guide plate unit, the flexibility adjustment ring was damaged, the suction cylinder was discolored, the plate unit was deformed, the scope cover case unit was dented, the water supply volume did not meet the standard value due to clogging of the nozzle, the light guide lens was cracked, the connecting tube was scratched, and the angle knob torque of the up/down knob did not meet the standard value due to wear of the angle wire. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the cable of the colonovideoscope was broken. The issue was found when preparing the scope for use. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The material resembled black rubber. The report is being submitted due to foreign material in the scope found during evaluation.